Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2019. Reportedly, the implantation site was examined with endoscopic ultrasound (eus) doppler prior to deploying the stent. According to the complainant, during the procedure, it was difficult to puncture into the pseudocyst, which might have been due to the anatomical position. Puncture was performed using an eus fine needle aspiration (fna) needle, a guidewire was passed down the scope, and the hot axios stent was passed over the guidewire. Cautery was then applied, the puncture completed, and the stent was successfully placed. On (B)(6) 2019, the patient's condition worsened and a computed tomography (CT) scan was performed, during which a splenic aneurysm and hemorrhage were noted near the stent. An upper endoscopy procedure was performed, and a large amount of bleeding was observed when the stomach was checked. Angioplasty was performed at the radiology department and coil embolization was performed to treat the bleed. After 30 minutes, the hemostasis procedure was completed. The hot axios stent remains implanted. According to the physician, it was unknown whether there was a fine splenic artery aneurysm before the procedure or if the aneurysm formed after the procedure. There were no further patient complications reported as a results of this event. The patient's condition following the procedure was reported to be good and stable.